Manufacturer narrative:
The electric card and cover were replaced to resolve the reported issue. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. A pm search was performed on this serial number resulting in no pm records found for this serial number. According to hillrom¿s periodic inspection for liko mobile lifts (3en371001 rev. 4), the emergency stop function must be checked at least once every year. In the document it is stated: press the emergency stop button. With the emergency stop pressed in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. Although the reported event did not result in a serious injury, the report of an emergency button not functioning during patient transfer could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the emergency stop was not functional. There was no allegation of patient or caregiver injury, or death reported from this alleged incident. This report was filed in our complaint handling system as complaint #(B)(4).